Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
In (B)(6) 2021, aortic regurgitation progressed severely, and orthopnea appeared. As reported, "after fallot's tetralogy intracardiac repair in the situation where there was concern about worsening of heart failure while lvad was worried."

Event description:
Fallot's tetralogy intracardiac repair was done on the donor's heart. The patient underwent an aortic valve reclosure and an omentum filling surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency (ai) could not conclusively be established through this evaluation. In november of 2021, aortic regurgitation progressed severely, and orthopnea appeared. It was noted that doctors thought there was no causal relationship with the device, but it was unknown whether the device contributed to the aortic regurgitation. The patient was ultimately transplanted. The lvad pump was found to be full and was thought to be the cause of bacteremia. The heartmate ii lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history record for vad-19723 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 5, ¿surgical procedures¿, also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.